Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced recurrent hernia with extensive hernia sac down to the scrotum, which was filled with incarcerated omentum and fair amount of hydrocele fluid, bulging in lower inguinal area, scarring and direct hernia with hernia sac adhered to cored and previous mesh. Post-operative patient treatment included additional surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, injury, swelling, spermatic cord dilation, recurrent hernia, hydrocele fluid, bulging, scarring, and adhesions. Post-operative patient treatment included additional surgical intervention and dissection of spermatic cord.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, injury, swelling, spermatic cord dilation, recurrent hernia, hydrocele fluid, bulging, scarring, adhesions, burning sensation, and discomfort. Post-operative patient treatment included additional surgical intervention, dissection of spermatic cord, lysis of adhesions, and hernia repair with new mesh.

Manufacturer narrative:
Eval - recurrence, surgical revision.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a left inguinal hernia repair with mesh. He had revision surgery 3 years and 4 months post surgery. The patient experienced recurrent hernia with extensive hernia sac down to the scrotum, which was filled with incarcerated omentum.